Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal neck was 21 mm and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 13 cm. Aneurysm and vessel morphology are unknown. It was reported that the stent graft caught on the runners and slipped down. Three aortic cuffs were implanted to ensure an adequate seal. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported and the pt is reported to be fine.